Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested: what was the date of the initial surgery? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? How many days postoperative did the patient return? Can more information be provided on what is meant by ¿excessive output in the ostomy¿? What was the anatomical location of the ostomy? Does the surgeon believe the excessive output in the ostomy was related to an allege deficiency of the cdh29p device? Was there any documentation of the alleged anastomotic leak and how it was addressed? Was there a leak at the circular staple line? Did the patient return to the operating room? What is the current status of the patient? The following response was obtained: procedure date is (B)(6) 2019. The date the leak was diagnosed was (B)(6) 2019. The patient did undergo radiation in-between. The surgeon is now uncertain if the leak was on the distal transection or on the eea line. No other information is available for this complaint. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the doctor performed a low anterior resection with ileostomy on a patient and performed the anastomosis using a cdh29p circular stapler on an unknown date. The patient returned on at an unknown date and the doctor noted excessive output in the ostomy, calling the issue an anastomotic leak. It was not reported what was done to resolve the issue.